Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 3. It was reported that when using bd vacutainer® sst¿ ii advance, fibrin strands and red blood cells attached to the tube wall were present in an unspecified number of devices. No impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The photo was reviewed and red cell hang up and fibrin were observed. No samples were received for lot number 5157078. The returned samples were reviewed, and no defects were observed. Furthermore, 100 retained samples were visually inspected, and no additive defects related to fibrin or red cell hang up were found. Complaints for sample quality were not under statistical control for the month of january 2026, additional testing was performed. Factors that may contribute to red cell hang up and fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes, fibrin and red cell hang up, via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both return and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5157078 for the indicated failure mode: red cell hang up and fibrin based on the photo provided. Bd was unable to determine a root cause for the reported defects. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 1 of 3. It was reported that when using bd vacutainer® sst¿ ii advance, fibrin strands and red blood cells attached to the tube wall were present in an unspecified number of devices. No impact was reported regarding the patient or user.